Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus, and it was presumed that it was generated from such as the packing rubber of the air/water supply valve, the water tube, and the rubber parts of the water container. Additionally, it was presumed that the foreign material remained in the air/water nozzle was caused since some of the materials mentioned above peeled off due to deterioration over time, and entered the air/water channel. However, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-290 series, chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign object detected in nozzle. There were no reports of patient involvement.